Event description:
Reporter noted chamber fluctuation and posterior capsule tear during u/s. Changed bottle height with no improvement, then changed cassette to complete case. Vitreous loss occurred during I/a.